Event description:
Customer reported that the nurse was changing the patient's infusion line of vancomycin, saline, and heparin. When she removed the extension set from the patient's PICC line, the male luer broke off and remained in the PICC. The nurse initially thought that the extension removed easily and didn't notice the break; nurse didn't hear or feel the male luer break off, but after removing the old extension, both nurses at the bedside noticed the male luer in the end of the patient's PICC. The patient was sent to the emergency room to have the PICC removed and replaced. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.